Event description:
Patient received from operating room. Upon turning, revealed skin tear to l scapula in shape resembling defibrillator pad. Since the conversion to the "regard" defibrillator pad in question, a sudden increase in skin tears have been noted. All cases reviewed, education completed by company representative to cardiovascular operating room team members and appropriate removal technique reviewed. I would also like to note, this pad is utilized along with a warming blanket, known as the blanketrol, to maintain patient temperature. Discussions with company rep have arose regarding the possibility of increased tackiness to the pad in production, as well as an increase in tackiness due to the blanketrol heat pad being used. Both theories are being reviewed. Regard defibrillator pad. Device is not available for return.